Manufacturer narrative:
During zoll technical services department's evaluation, the device was found to have damage to the upper and lower housing and the anode lead was dislodged. The dislodged anode lead caused the device to have no display on the monitor screen. Damage is present on the external housing which is indicative of the unit being dropped. This is the suspected cause of the malfunction. The device has been repaired. There is no further action required at this time.

Event description:
Complainant alleged that during a routine shift checks by a clinician the device intermittently had no display on the monitor screen. The complainant added that if the top of the device was tapped the display came back on. The complainant indicated that there was no pt involvement in the reported failure.